Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-07068 and 2134265-2013-07066. It was reported that patient experienced perforation, pericardial effusion and mild cardiac tamponade. In (B)(6) 2012, during coronary artery stenosis of right coronary artery (rca), the non-target vessel mid rca was treated with placement of 3 overlapping stents, 2.50 x14 mm, 2.25 x 14 mm and 2.50 x 14 mm non bsc stents. In addition, distal rca was treated with placement of 2 overlapping stents, 2.25 x 14 mm and 2.25 x 14 mm non bsc stents. During the procedure, wire perforation was noted in the vessel in 2 separate areas, distally in the posterior descending artery area with some pericardial fat staining and also in the proximal right area as well. Choice pt extra support guide wire, choice pt2 guide wire and choice pt floppy guide wire were used during the procedure. Echocardiogram performed and post catheterization revealed large pericardial effusion with mild evidence of cardiac tamponade. Pericardial centesis was performed following which repeat echocardiogram showed no pericardial effusion.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2010, the patient presented with chest discomfort and was diagnosed with myocardial infarction (killip classification: unknown). Cardiac catheterization was recommended. Target lesion was a de-novo culprit lesion for stemi located in mid left anterior descending artery (lad) with 99% stenosis and was 6 mm long with a reference vessel diameter of 3.0 mm. Target lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent, with 0% residual stenosis. Two days later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was only on aspirin at the time of event. The study drug per protocol and other antiplatelet medication were never taken during the study. On the same day, the event of pericardial effusion was considered resolved without residual effects. In (B)(6) 2013, the patient presented for a planned surgery of removal of left femoral plate. The patient was hospitalized and underwent surgery for removal of left femoral liss plate on the same day. At the time of the event, the patient was not on dual antiplatelet medication. The aspirin was last taken in (B)(6) 2013, the study drug per protocol and other antiplatelet medication were last taken on (B)(6) 2011. On the next day, during physical therapy in the hospital, the patient had a twisting injury and sustained a comminuted femoral shaft fracture. The patient was scheduled to undergo surgery to repair the broken left femur. On the same day, laboratory measurements performed revealed hemoglobin 9.5 g/dl (reference range 12.0 ¿ 16.0 g/dl) and hematocrit 29% (reference range 37.0 ¿ 47.0%). During surgery to repair the left femur, there was an estimated blood loss of 2l resulting in hypotension, infusion of 2l of crystalloid and 5 units of packed red blood cells. Seven days later, laboratory measurements performed revealed hemoglobin 8.9 g/dl (reference range 12.0 ¿ 16.0 g/dl) and hematocrit 28.3% (reference range 37.0 ¿ 47.0%). And on the same day, the event was considered resolved without residual effects and the patient was discharged on the same day to a skilled nursing facility.